Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. No specific AED information was provided.

Event description:
An international distributor reported their customer's AED battery was depleted. The customer did not report this occurring during patient use.